Event description:
The customer reported that the images acquired at the beginning of the case were no longer there. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was reconfigured to disable the auto save option so images are not over written. The system was then found to be working as intended and put back into service.